Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of non-sustained right ventricular oversensing (nsrvo) noted due to noise on the rv lead. Insulation damage was alleged. No intervention has been performed at this time, and the patient was stable with no consequences.

Manufacturer narrative:
Additional information: b1, b2, b5, h1.

Event description:
Additional information received indicated that the lead was capped and replaced to resolve the event, and the patient was stable with no consequences.